Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory march 2009 population product advisory initially communicated on 4/5/2007, may have depleted earlier than expected. It was not known when the device had reached 2.65 volts monitoring voltage measurement. There was no report of adverse patient effect. The boston scientific crm technical services consultant recommended a save-to-disk analysis be done, but to date, that has not occurred.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.